Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: ? Where was the foreign material found? (Inside shipping box, inside implant box, directly on device?)=>directly on the device are there any photos of the foreign matter available?=>yes is it possible that the foreign material fell into packaging upon opening of device?=>unk was the seals on the foil still intact when the package was opened?=>unk where was the hole, puncture, or tear found (kit carton, pre-filled syringe packaging, or tip packaging) no. Photo analysis summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a gynecare interceed 5inx6in with a foreign matter inside sterile barrier. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. H3 analysis summary: the product was returned to ethicon for evaluation. One folder was received for analysis, that belongs to product code 4350xl. To evaluate the condition of the returned sample the folder was opened. Upon visual inspection, it was observed that there was a foreign matter inside the folder, which appears to be a hair. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable adhesion barrier was used. It was found that there had been a hair in the product. It was not used, so it was no bad effect to the patient. There were no adverse consequences to the patient. Additional information was requested.